Event description:
It was reported that this patient presented to the hospital. A boston scientific representative noted that the patient received thirty three shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) with the smart pass filter (sp) off most recently. Technical services (ts) discussed regarding why the sp may have been disabled and noted that one of the episodes started with asystole. Ts noted that this occurred due to a forty four second pre-charge with this subcutaneous implantable cardioverter defibrillator (s-ICD) and no rhythm prior to this. Ts noted that it appeared that cardiopulmonary resuscitation (CPR) had started, and thus got oversensed by the device leading to an inappropriate shock. Ts also discussed the disabled smart pass filter episode and requested providing additional information regarding this episode as it was not available via latitude remote monitoring system in canada due to the software not being available at this time. Additional information noted that the patient was unresponsive thus cardiopulmonary resuscitation (CPR) was performed. A review of the episodes showed some t-wave oversensing as well as possible ventricular fibrillation which did no convert, as well as therapy which disrupted the patient rhythm temporarily. The patient was currently in the intensive care unit (ICU). Technical services (ts) further discussed the case on the phone with the boston scientific representative and noted that the device appeared to be operating to specification based on the information provided, and remarkable change in the patient cardiac status initiated approximately 4.5 hours prior to the first treated episode based on the available data. Ts noted that there were notable periods of heart rate consistent with asystole prior to the first treated episode. There was no indication of elevated heart rate prior to the first treated episode. Ts noted that the latter episodes appeared to have crp like morphology that was oversensed by the device. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.